Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  The customer advised that the patient had been wet from being in the rain during the storm when the therapy electrodes were applied.  The customer further advised that it was difficult to prep the patient prior to application of the therapy electrodes because of the rain. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during an event, they were unable to obtain the patient's ECG rhythm via paddles lead. Medical personnel were only able to see dashed lines (- - -). As a result of this condition, defibrillation may not have been possible if it had been necessary. The customer further advised that the patient had been struck by lightning during a tropical storm and was initially knocked unconscious as a result. ¿ the time medical personnel arrived at the scene, the patient had already regained consciousness, was alert and able to speak to the crew. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.